Event description:
It was reported that the patient sustained a "bad fall on his head" on (B)(6) 2012. The patient's "forehead is all abraided and he had 40 stitches around his eye." There was a question as to whether the leads were dislodged because of the fall as the patient was "very different on his mobility and alertness and stuff," but it was not being said that "it was from the brain stimulator." Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3387s-40, lot# v107750, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had freezing episodes related to parkinson's, which caused him to fall. It was reported that there was a known break affecting electrode 3 with an impedance measurement over 2000. It was noted that this break occurred at the time of implantation. It was reported that the patient was seen in a deep brain stimulation clinic in vancouver on (B)(6) 2012. The reporter stated that the patient was currently receiving good benefit from therapy. It was noted that currently programming had normal impedances and current drain. The reporter stated that there was an increase in parkinson's symptoms temporarily and an increase in dyskinesias. It was noted that the event required hospitalization of the patient, and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).